Event description:
It was reported that prior to a routine pulse generator changeout, the lead exhibited low impedance and high thresholds. The lead was capped and replaced at the same time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.